Manufacturer narrative:
(B)(4).the incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device locked and would not open. It is unknown if the device was on tissue when it locked. It is unknown how the device was opened. No additional details made available by site. No patient injury reported.